Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge field service engineer (fse) evaluated the iabp and observed that the iabp's tubing was kinked at the volume cylinder connection. The fse performed a full calibration on the iabp and then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
The customer has reported that the cs300 intra-aortic balloon pump (iabp) generated an autofill failure. The circumstances of this event is unknown; however, no there was no patient involvement and no adverse event was reported.